Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "low battery" alarm and shut down. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the battery (part number: 0146-00-0039). The iabp was tested to factory specification. It functioned normally and was returned to the customer.